Manufacturer narrative:
Results and conclusion summation: the IFU states "when treating multiple lesions, stent the distal lesion prior to stenting the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placement of the distal stent and reduces the chance of dislodging the proximal stent." Historical data suggests that stent dislodgement may be caused by, but not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal or forced sheath removal, interaction with other devices and/or anatomy, and lesion morphology. In this case, the stent dislodgement appears to be related to an interaction with a previously placed stent.

Event description:
Reporting status: serious injury/disability/medical intervention. Reporting rationale: stent dislodgement requiring medical intervention. Device issue: stent dislodgement. It was reported that after placement of another company's stent, an attempt was made to place the same type of stent distal to the first stent; however, it failed to cross through the stent. An attempt was then made to place this mini vision stent distal to the first stent; however, it would not cross. During removal of the stent delivery system (sds) the stent became caught on the first stent causing the mini vision stent to dislodge from the balloon into the ostium of the rca. A dilatation balloon was used to push the dislodged stent from where it dislodged further into the rca where it was deployed in an unintended site. The procedure was ended at this point. The patient is reported to be doing well at this time. No additional event or patient information is available.